Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part: 419.990s, lot: 2l26560, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: january 11, 2019, expiration date: december 1, 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2022, a breakage occurred when the screw with washer was inserted using the power screwdriver shaft. The screw was removed but the washer remained implanted, and a new screw and washer were inserted. There was a surgical delay of approximately ten (10) minutes. The patient had a successful fixation. Removal of broken washer was not attempted as screws were inserted percutaneously and decision was made not to increase the incision. This report involves one (1) washer 13.0mm. This is report 1 of 2 for (B)(4).

Event description:
The screw was removed and replaced with the next longer length and a new washer. The screw was not broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.